Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the fiber identified the glass cap and metal cap were detached, and the level of devitrification and detritus could not be determined due to the caps being missing. The fiber was tested with hene laser fixture and there were no signs of breakage along length of fiber, and it passed the connector segment verification test. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a laser prostatectomy procedure, after 18 minutes of use, the tip of the fiber detached along with another transparent portion and the optical fiber was exposed, then, the fiber tip was removed from the patient, and it was needed to use another fiber to complete the procedure. There were no patient complications.

Event description:
It was reported that, after eighteen minutes of use during a laser prostatectomy procedure, the tip of the fiber and another transparent portion detached. The optical fiber was exposed, the fiber tip was removed from the patient and another fiber was used to complete the procedure. There were no patient complications.